Manufacturer narrative:
The reported issue of dim segments was confirmed on the returned display board. Testing: the returned display board was tested using a test fixture attached to a cad pcu. The board was tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified the returned lvp display board assembly with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. Only an lvp display board assembly was provided for investigation.

Event description:
It was reported that the display was dim in the tenth digit. There was no reported patient involvement.